Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error alarm. The customer blood glucose level was over 400 mg/dl over the last few days. Customer was treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump was not exposed to high magnetic environment. The drive support cap was normal. Customer was able to clear alarm and insulin pump rewind. The insulin pump will be returned for analysis.